Event description:
It was reported that the fiber broke during use causing a welt or burn on the surgeons right index finger. The gloves were removed and betadine and a bandaid applied. The surgeon put on new gloves and the procedure was completed with a second fiber. There was no clinical consequence to the patient and the surgeon required no additional treatment.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not available for analysis and therefore the probable cause of the reported incident cannot be determined, therefore an evaluation conclusion code of cause not established as assigned to this event.

Event description:
It was reported that the fiber broke during use causing a welt or burn on the surgeons right index finger. The gloves were removed and betadine and a bandaid applied. The surgeon put on new gloves and the procedure was completed with a second fiber. There was no clinical consequence to the patient and the surgeon required no additional treatment.

Manufacturer narrative:
Adverse event/product problem corrected to reflect reported event.

Event description:
It was reported that while using a surflex fiber, the fiber broke causing an injury to the surgeons right index finger. Gloves removed, betadine applied, and new gloves were used by the surgeon. The procedure was completed using another fiber; there was no harm to the patient. No further medical attention was required for the physicians finger.